Event description:
Clinical trial it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, moderately calcifiec, mildly tortuous, proximal to mid lad (left anterior descending) lesion measuring 2.7x26mm with 90% stenosis. Target lesion one was treated with predilation, placement of a 2.75x24mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo, mid lad lesion measuring 2.6x8mm with 80% stenosis. Target lesion two was treated with direct stenting using a 2.75x20mm taxus liberte stent and post dilation resulting in 0% residual stenosis. Severe balloon withdrawal resistance was reported for the 2.75x24mm taxus liberte stent delivery balloon. The event was resolved without treatment by "hard drawling". There were no patient complications and the procedure was successfully completed. The patient was reported to be "good".

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.